Event description:
It was reported that the tip of the small pointer was found bent during inventory at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the small pointer was found bent during inventory at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed that the device had a bent tip and could not be validated. It is possible that rough or improper handling of the device lead to the event. The device is not repairable and will not be returned to the customer.